Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 experienced failure of both sub drawers. A field service engineer (fse) resolved the issue with a system reboot. Drawer inspection and functional testing did not reproduce the failure. The module controller was replaced, and the drawer was verified using the hardware test application. The customer was able to access the storage space without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer failed with a ¿not on the bus¿ error during storage space recovery, which temporarily resolved after a power cycle. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.